Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2 corrected fields: b5, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the white residue in auxilary channel and debris inside the lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was observed that during the device evaluation, the colonovideoscope had debris inside the lens.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the issue is d02 - cause traced to component failure which is expected or random component failure without any design or manufacturing should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue in auxilary channel. There was no patient involvement.